Event description:
Customer reported device = 450 mg/dl. Customer was concerned and went to the hospital. Hospital = 123 mg/dl. Customer remained in the hospital and was observed prior to being released. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.